Event description:
A physician suspected that his patient's generator battery was depleting faster than expected after checking the device during a follow-up visit. The physician referred the patient for generator replacement surgery. The patient later underwent vns generator replacement surgery. The explanted device has not been received by the manufacturer to date. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. Programming history data was reviewed for the patient's device. The data was available from the date of explant surgery. The intensified follow-up indicator was displayed at explant although only 41% of the battery capacity had been consumed to date. This discrepancy is an indication that the generator depleted faster than expected. It appeared that the cause of the premature battery depletion was related to the manufacturing process of the generator. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently indicated the incorrect device disposition. Device available for evaluation? Corrected data: initial report inadvertently indicated the incorrect device disposition. Device evaluated by MFR?, corrected data: initial report inadvertently indicated the incorrect device disposition.

Event description:
The explanted generator was received by the manufacturer for analysis, but analysis has not been approved to date. No additional relevant information has been received to date.

Event description:
The generator underwent product analysis and the data that was downloaded from the generator showed that 41.734% of the battery capacity had been consumed. The impedance values of the most recent significant impedance change were within normal limits. The generator was opened due to possible contaminates on the trimmed edge of the printed circuit board assembly (pcba), and the presence of such contaminates was confirmed. The generator was interrogated and system diagnostics were performed and returned results within normal limits. The diagnostic battery voltage calculation was 2.569 v. The pulse generator diagnostics were as expected for the programmed parameters. Electrical testing showed that the pcba failed several electrical tests related to current consumption. The contaminates were removed from the pcba and the pcba performed according to functional specifications. Based on the electrical testing results, the contaminants on the edge of the circuit board led to the supply current drain, which in turn led to premature depletion of the battery. No other relevant information has been received to date.